Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd integra¿ syringe with detachable needles, the needle broke after injection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
18 sealed packaged integra syringes with needles were received, confirmed to be from batch #8002915 (p/n 305270). They were visually evaluated. All syringes had cannulas attached and unbroken. The cannula tips appeared to be sharp with no defects observed. The syringes were then evaluated for needle retraction. Each retraction mechanism was activated by pressing on the plunger ¿ all cannulas retracted as designed with no issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use of the bd integra syringe with detachable needles, the needle broke after injection. There was no report of exposure, serious injury or medical intervention.